Manufacturer narrative:
Event date it estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient's (pt) first implant worked wonderful and they could go 12 hours without needing to go to the bathroom, but reported they had to have it removed/replaced because it got infected.  Pt reported the incision healed and then pt began getting scabbing and reported it was "like a cattle rod was hitting me" on a nerve. Pt reported then it started swelling and it was like there was fluid in there and the the fluid "needed somewhere to go" so the fluid started coming out of the surgical site and it got infected. Pt stated they needed to remove pt's implanted system and allow time for pt to rest/heal and then pt had a new ins implanted on the opposite side. Pt stated their dr. Got covid so they had to put off pt's surgery and reported by the time they got in for surgery in a little over two weeks or so by that time it had got infected and they couldn't just go in a clean it up so it needed to be removed/replaced. The manufacturing representative (rep) reported that they were at the procedure when the device was explanted. They indicated that the doctor said that the wound had opened up after it was healed and removed it because it looked inflamed in the area, but they did not indicate that they were aware of the infection only that that they could "assume" it was infected.